Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported the customer received a motor error alarm during a basal. The customer stated the insulin pump was not exposed to a high magnetic field. Customer's blood glucose was 388 mg/dl. The customer was assisted with clearing the alarm. The customer stated the motor error alarm occurred twice in the last 30 days. The customer also stated they were able to rewind the insulin pump. They also reported several no delivery alarms in the last couple days. Customer was advised to return the insulin pump. No additional ifnromation provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).